Event description:
It was reported that a spectrum pump had a door latch error. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error as a door not fully latched message, while attempting to run a loaded set. Evaluation found the force required to close the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.